Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The fse indicated that the chip on the board appeared to be charred or melted. The fse rechecked all connections and did not find any problem. The fse replaced the bsv module and the sam mrc card to restore operation to the system. (B)(4).

Event description:
A beckman coulter (bec) field service engineer (fse) heard a cracking noise while performing the diagnostic procedure for the blood sampling valve (bsv) on the unicel dxh 800 coulter cellular analysis system. The fse found the driver chip for the motor was burned on the sample aspiration module (sam) module resource controller (mrc) board which produced a burning smell. The event occurred during installation of the instrument, and there was no report of injuries, sparks, arcs, flames, visible smoke or erroneous results in connection with this event.